Event description:
On (B) (6) 2009 - clinical engineer reported during injection high pressure tubing split; spraying contrast on the patient and staff. There was no adverse effect or injury to the patient or staff. Protocol settings: 20ml/sec at 1000psi.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a 3500a medwatch supplemental report form will be completed and sent to the FDA.